Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the spinal cord stimulation (scs) patient was having increased charging burden, and his battery was not holding a charge. To address this, a revision procedure was performed, during which the implantable pulse generator (ipg) was removed and replaced. The patient is doing great and happy postoperatively. The explanted device will not be returned as it was per facility policy.